Event description:
The customer reported that she was hospitalized due to high blood glucose levels. The reported blood glucose reading at the time of the call was 594 mg/dl. The customer stated that the insulin pump is not delivering the insulin accurately. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.